Event description:
It was reported to philips that system failed to boot past philips logo due to defective suite pc on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced suite pc and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).